Manufacturer narrative:
The scrdriver-hex l200 f/screw f/cervic-dist (part # 396.967, lot # ac113463,) was received at us cq. The screwdriver shows normal wear and tear. The holding screw for the screwdriver is loosened. The self-holding spring seem to be bent to far inwards. No other visual defects were identified with both the device. It was not possible with all returned screwdrivers to pick-up and hold the screw. During insertion of screw, the screw was blocked in the position as shown in report. While looking into this more detail, it could be seen that the spring was indeed bend to far down. In this incorrect position it is not possible for the screw to push the spring upwards which is necessary for proper functioning. Thus device failed to function as intended. The complaint can be confirmed for scrdriver-hex l200 f/screw f/cervic-dist (part # 396.967, lot #ac113463, qty # 1). The potential causes of the current spring geometry may be due to either incorrect manufacturing or unintended manipulation by user (e.g. , during reprocessing) but a definitive root cause cannot be concluded on the returned device. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part: 396.967, lot: ac113463, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 10 march 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the key did not fit the screws that go into the set. There was no patient involvement, everything was checked before surgery and the instrument was replaced by another one. This report is for one (1) scrdriver-hex l200 f/screw f/cervic-dist. This is report 3 of 3 for (B)(4).